Event description:
Attempted to deploy resolution 360 ultra clip in the antrum and the clip would not deploy. Failed clip removed from scope and another clip placed without issue. Prolonged procedure.